Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 99% stenosed, concentric lesion in the mid right coronary artery with mild tortuosity and moderate calcification. The 2.0 x 12 mm mini trek balloon catheter was advanced without issue and inflated to 12 atmospheres (atm); however, the balloon ruptured during the first inflation. The mini trek was removed easily and a non-abbott balloon catheter was used to complete the procedure. It was noted that the mini trek balloon catheter was prepared per the instructions for use, prior to use in the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.